Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault and angle closure with elevated iop (24mmhg assessed on (B)(6) 2021) on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is not marketed in the us. (B)(4). Claim# (B)(4).